Manufacturer narrative:
Occupation: mitek employee. Investigation summary: the complaint device was received and evaluated. We could not identify the complaint device with respect to its lot number since the lot numbers were not etched on the devices and the user did not specify. Visual inspection confirms that the distal portion of the anchor is bent. It is probable that the failure is not related to product design or assembly. Based on the manufacturing investigation, the manufacturing process was performed according to the process requirement and is not the root cause of this issue. Rather, the package may have been exposed to high temperature over a period of time, thus causing the plastic anchor material to soften and deform. Other than this possibility, a root cause for the user to have experienced this failure cannot be determined. A review into the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that was released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported via phone that two of the customer's lupine loop plus with orthocord were bent at the distill tip prior to a shoulder procedure. The case was completed with another like device. There were no patient consequences or delays. The devices are being returned. This is report 1 of 2 for (B)(4).